Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had threshold and impedance values that had both risen to high measurements. There was no capture on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.